Event description:
It was reported that during an unknown procedure, the patient returned approximately 3 days post-operatively with bleeding. At the time of the surgery the staple lines were checked at the end of the procedure and there was no bleeding. When seen post-operatively it was confirmed that there was bleeding at the staple line and sutures were used to oversew the staple line. Analgesics were prescribed. No product is being returned and no additional information is available related to this case.